Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the device, and verified the customer reported malfunction. The se tested the flow sensor air and oxygen source pressure, which was found to be normal. Additionally, the se checked for leaks, and found that the oxygen sensor was indeed broken. The se replaced the o2 sensor from one of a good ventilator, and the unit passed all testing and calibrations, and was operating within the manufacturing specifications. The faulty o2 sensor must be replaced.

Event description:
It was reported that, the ventilator&#38112;oxygen (o2) sensor was broken. There is no information regarding patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.